Manufacturer narrative:
Tech cleaned and degreased the hi/low brake to resolve the issue.

Event description:
Tech alleged that the bed will not stay up. The bed would lower very slowly when raised up. No pt impact.